Manufacturer narrative:
The software investigation found that the reported event was related to a software issue which has been documented in a the software anomaly tracking database. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation system being used for a functional endoscopic sinus surgery (fess). It was reported that intra-operatively, the system went unresponsive. The site had to reboot the system to get it back up. The procedure was completed using the navigation system and there was no reported impact to patient outcome. There was a reported delay to the procedure of thirty minutes due to this issue. This occurrence 00690235 was the 1 st reported during a site visit for related event 703766933. 603788956 also captures another occurrence of this issue.